Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on glucose monitor. Suspected cause was due to the customer¿s carbohydrate ratio and basal rate needing adjustments. Customer consumed glucose tablets to address bg. Customer updated the carbohydrate ratio and basal rate setting to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.